Event description:
On (B)(6) 2025, the user contacted support expressing concern about fluctuating blood glucose (bg) levels. The user reported experiencing a nadir bg of 35mg/dl and a peak bg of 300mg/dl. During the low bg episode, the user felt like they were about to pass out and required assistance from family members due to incapacitation. The low was treated with juice, soda, and candy. No professional medical intervention was required. The user requested a factory reset, which was completed with assistance from technical support.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Based on the device engineering logs, the ilet behaved as expected: insulin delivery was appropriately suspended during hypoglycemia, alarms triggered as designed, and the algorithm responded to cgm inputs. However, the logs indicate frequent manual pauses of insulin delivery and multiple urgent low glucose alarms across the reporting period. These patterns, along with the user's reported use of multiple carbohydrate sources for treatment, support that the observed bg fluctuations were consistent with overtreatment of lows and repeated manual suspension of insulin delivery, which likely interfered with the adaptive insulin dosing algorithm. After a clinical review of this event it was noted that the hypoglycemic event appears to have been influenced by user behaviors, including prolonged manual suspensions during periods of falling cgm glucose and hypoglycemia, as well as overtreatment of hypoglycemia. These actions would contribute to increased glycemic variability and elevated risk for hypoglycemia. A factory reset was performed, and the user received additional education on best practices. No device malfunction was identified. Should additional information become available, a supplemental report will be submitted.